Event description:
Info received indicates the head drive will go up, but does not lower.

Manufacturer narrative:
The technician isolated the issue to the pendant extension cable with a possible broken wire. He replaced the cable to repair the bed.